Manufacturer narrative:
No patient information provided as no patient was involved in this concern. 12/29/2015 a medtronic representative performed an imaging system check-out, all areas passed. Found the umbilical and the rear break-out panel burned on the line in power 110vac. Changed the umbilical and the panel. Everything is in working condition. System performed as intended. - return requested. Replacement rear cab break-out panel assy shipped to site. Medtronic investigation of suspect rear cab break-out panel assy, returned on 01/05/2016, finds over-heated plug in the rear cab break-out. Burnt pins. Wires on the back side of the connector over-heated also. Unable to system test. Jacket on wire was not torn when rear cab arrived, however, it was torn when troubleshooting. Physical damage - damaged hardware. - return requested. Replacement mvs interface rwk cable assy shipped to site. Medtronic investigation of suspect mvs interface rwk cable assy, returned on 01/05/2016, finds the pins in the lemo connector over-heated and melted part of the connector. Electrical failure - connector damaged. - no further issues have been reported.

Event description:
A site biomed representative reported that on the site's imaging system, one of the pins inside the umbilical cable plug over-heated and melted the plug itself. Also damaged the port on the I/o panel. The imaging system was shut-off overnight, however, was plugged in to charge. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.